Manufacturer narrative:
Clarification was received that indicates the customer was in fact following the instructions for use and proper soak time was being followed per the IFU. Therefore, this complaint is deemed not reportable.

Manufacturer narrative:
The (B)(4) are related complaints from the same facility. This is six of fourteen 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00629, 2084725-2016-00630, 2084725-2016-00631, 2084725-2016-00632, 2084725-2016-00633, 2084725-2016-00634, 2084725-2016-00635, 2084725-2016-00636, 2084725-2016-00637, 2084725-2016-00638, 2084725-2016-00639, 2084725-2016-00640, 2084725-2016-00641, 2084725-2016-00642.

Event description:
An international customer initially reported an issue with precipitate and turbidity with their cidex opa solution after use and reported it has been on-going since (B)(6) 2016. During follow-ups with the customer to resolve the issue, it was discovered that the customer was not properly cleaning and high-level disinfecting their scopes for the minimum required time necessary to achieve high-level disinfection. The customer stated they soak their scopes in cidex&#59407;pa solution for eight (8) minutes and the instructions for use (IFU) state the minimum time should be twelve (12) minutes. There have been no serious injuries reported. Since it is unclear if and when the customer was re-trained on proper cleaning and disinfecting procedures, and as a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex opa solution and since asp is not able to guarantee it has been high-level disinfected. Asp will continue to follow-up for further information.